Event description:
On (B)(6) 2018, a reporter for the patient (the patient¿s wife), contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ping meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that at about 12 am on (B)(6), 2018, the patient ¿felt low¿. She stated that he tested his blood glucose levels using the subject meter and obtained alleged inaccurately results of ¿113 and 114 mg/dl¿. The patient manages his diabetes with insulin pump therapy. The reporter stated that since the patient still felt low, his daughter gave him ¿his usual glucose liquid¿ ; she reported that his symptoms did not improve. The reporter stated that shortly afterwards, at approximately 12:15 am, the patient had a ¿hypoglycemic seizure and lost consciousness¿. She reported that the family called paramedics who arrived around 12:30 am. She stated that the paramedics checked the patient¿s blood glucose levels using the emergency medical services (ems) meter and they got a result of ¿21 mg/dl¿. She reported that the patient was given ¿glucagon and glucose sublingually¿. She stated that later the same morning, when the patient woke up, the patient¿s daughter opened a new vial of test strips and compared the results to the original vial; she reported that the result from the older vial read 100 points higher than the result from the new vial. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient¿s test strips were within expiry date. The reporter was unable to confirm if the patients test strips had been stored correctly or whether the patient had followed the correct testing steps. The reporter did not have control solution to test the meter and test strips. Education was provided to the reporter on control solution testing. Replacement products and control solution were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event, i.e. Seizure and loss of consciousness, requiring hcp intervention, after obtaining an alleged inaccurately high blood glucose result on the subject meter.